Manufacturer narrative:
Evaluation results: one legacy 1 pump (6400) was returned for investigation. The customer reported product problem was replicated. The device displayed "depleted battery" when a cassette was attached. The faulty motor was replaced as result. The problem source of the reported product problem was unknown. A root cause was not established.

Event description:
Information was received that during use of this smiths medical cadd legacy pump, the pump displayed battery depleted message when infusion was attempted. It was reported that the battery depletion error message did not appear when the device was switched on, but no infusion was taking place. The device power down by removing the batteries. No reported adverse effects.